Event description:
On 11/12/90 an ipp device was implanted. On 01/15/93 the cylinders and pump were revised. On 06/03/97 the entire device was removed from the patient and replaced due to fluid loss - cylinder.